Event description:
It was reported that during a device upgrade procedure, the right ventricular lead and the left ventricular lead exhibited high thresholds and noise. The leads tested out as normal when connected to the analyzer. The physician indicated that the issues were related to the device header due to the patient's use of weights for body building. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed with no anomalies found.